Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An internal visual inspection was performed and passed. Pictures were taken. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The complaint is undetermined due to receiver won't turn on. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).